Event description:
It was reported that pump displayed repeated continuous glucose monitor error 42 on g7 sensor even after caller performed pump reset with support. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, planned to use multiple daily injections as backup insulin therapy, was instructed to place problematic pump in storage mode and return it with prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.